Event description:
Complainant alleged that during a shift check, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message, that was unable to be cleared by powering the device off and on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.